Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 21mmol/l, with shortness of breath, nausea, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient increased their pump basal rates ¿to compensate for high blood glucose¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.